Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology is unknown. It was reported that on an unknown date during routine follow up, a type ib endoleak was discovered. The physician attempted to implant an endurant ii stent graft. The entry point in the right groin was found to be quite scarred, with numerous clips in the path of the device. The scarring made the device unable to pass through the femoral artery and was removed. An introducer for a 12 fr sentrant sheath was used to dotterize the access. Before attempting to implant the stent graft for a second time, it was noted that the stent graft cover had become wrinkled, and it was decided not to use the device. A second stent graft was implanted without difficulty. The cause of the endoleak was degenerated iliac arteries. No additional clinical sequelae were reported and the patient is fine.